Manufacturer narrative:
E.1. Address was not located and il was used. E.4. The initial reporter also notified the FDA. Medwatch report is 1423395-2024-00368. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 10ml ll bns barrel cracked. The following information was provided by the initial reporter: it was reported by the customer that syringes bust. Medline complaint #: (B)(4). Defect description: syringes bust. Medline part #: 26005. Product description: syr 10ml l/l. Vendor part #: 301029. Lot #: 3305471. Date reported: 2/26/2024. Sample received: no sample or photo received for our investigation. Response needed: summary of findings and corrective action each complaint incident was notified to the FDA as MDR-30 day. Reference numbers pending. Additional information provided on 03/27/24. 1. Kindly provide the date of event. A. (B)(4) ¿ 02/15/2024, b. (B)(4) ¿ 02/19/2024, c. (B)(4) ¿ 02/26/2024. 2. Kindly confirm is there any physical sample or photo if available for investigation? If yes, please provide the address of the facility for us to ship the return label? No sample or photos available for any complaint. 3. Any adverse event or serious injury reported to patient or healthcare professional? If yes, please provide the details. No but all were reported to the FDA. Please see MDR reference numbers and details below. (B)(4) ¿ (1423395-2024-00366) no patient involvement, occurred when flushing blood. (B)(4) ¿ (1423395-2024-00367) no patient injury but incident occurred when pulling back blood into syringe. (B)(4) ¿ (1423395-2024-00368) blood splashed on the mds face and eyes. Md required to have follow up labs due to exposure.

Event description:
Material # 301029 batch # 3305471. It was reported by customer that syringes bust. Verbatim: rcc received a complaint via email. Email(s) attached. Medline complaint #: (B)(4). Defect description: syringes bust. Medline part #: 26005. Product description: syr 10ml l/l. Vendor part #: 301029. Lot #: 3305471. Date reported: 2/26/2024. Sample received: no sample or photo received for our investigation. Response needed: summary of findings and corrective action. Each complaint incident was notified to the FDA as MDR-30 day. Reference numbers pending.

Manufacturer narrative:
Since no samples displaying the reported condition were received a potential root cause could not be defined and corrective actions are not necessary. A physical sample is required for a more thorough evaluation and potential root cause determination.